Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. Contamination was found at latch/lock and at dso sensor area. Replaced latch/lock, flex, dso sensor and labels. The device passed all functional tests after the replacements. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the pump was not locking. There was unknown patient involvement and unknown patient harm/adverse event reported.